Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit as per health care provider was diabetic ketoacidosis. The customer's mother stated that patient was treated with insulin fluids. The customer was wearing the pump at the time of emergency room visit. The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother stated there is crack on the screen of the pump. The customer's mother stated her daughter dropped it she thinks. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.